Event description:
Allegedly, the patient was revised due to the following mom complications: high cocr levels. (Right), culture taken; 44mm head replaced with long 28mm ceramic (ours) and strykers dual mobility.